Manufacturer narrative:
A ge rep evaluated the system and found a bag gear wheel. No report on repair status of this system. This MDR is related to ge healthcare.

Event description:
The customer reported a collimator iris error. No pt injury was reported.